Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001825034-2019-00117, 0001825034-2019-00118, 0001825034-2019-00119. Investigation incomplete.

Event description:
It is reported that the patient has been experiencing pain since her right knee arthroplasty approximately four (4) years ago. No additional patient consequences were reported.